Manufacturer narrative:
Pump received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller and cracked and bleeding on lcd glass. Unit was received with torn/broken keypad overlay.

Event description:
The customer reported via phone call that the insulin pump had crack. Customer's blood glucose level was 189 mg/dl. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.